Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material from the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and it is likely caused by improper reprocessing due to leakage from bending section cover, scope connector, and biopsy channel. However, a definitive root cause could not be identified. The suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU states detection methods in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.